Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported difficult to deploy clip, clip wedged and single leaflet device attachment (slda) could not be replicated in a testing environment as the coupler was unable to be exposed distally from the dc shaft and the clip was not returned. However, the clip wedged was confirmed due to the returned photo from the account indicating that the clip was angled from the dc shaft. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported difficulty to deploy the clip in this incident could not be determined. It is possible that there were possible procedural interactions (e.g. Unintended curves on the device and/or anatomical conditions) which resulted in increased tension on the system, such that the clip was unable to initially disengage from the l-lock assembly, but ultimately released following troubleshooting maneuvers to deploy the clip; however, this cannot be confirmed. Furthermore, the reported clip wedged and slda were determined to be procedural conditions of the difficult deployment and troubleshooting maneuvers performed to deploy the clip. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant products: mitraclip system, steerable guide catheter, 1 additional implanted mitraclip. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report that clip deployment was difficult which resulted in the clip detaching from one leaflet, remaining attached to the anterior leaflet, and required an additional clip for treatment. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. One clip was implanted successfully, reducing the mr to 1. The second clip delivery system (cds) was advanced to the mitral valve leaflets. The mr was reduced to trace with grasping and deployment was started; however, the clip did not release from the shaft. On fluoroscopy, it appeared that the clip looked wedged due to an angle between the shaft and the clip. Troubleshooting was performed; however, during these maneuvers, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr had increased to 1-2. After approximately 10-15 minutes, the clip released from the cds. There was an increase in mr; therefore, a third clip was implanted, reducing the mr to <1. The patient had a good outcome, with no clinically significant delay in the procedure. No additional information was provided.